Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error, poor aseptic technique. A batch review was performed for the potentially associated lot number (h10i24066), with no deviations noted. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report from a consumer with supplemental information by a nurse from the USA of the patient who made a mistake/touch contamination and peritonitis with culture positive for staph epidermidis coagulase neg staph coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unreported date, the patient experienced a mistake and touch contamination. On (B)(6) 2011, the patient developed and was hospitalized for peritonitis. Treatment provided was not reported. Dianeal therapy was ongoing. The nurse reported the following information. On (B)(6) 2011, the patient was discharged from the hospital and recovering from the peritonitis. The consumer reported the patient was discharged on (B)(6) 2011 and recovering from the peritonitis. The outcome of the patient made a mistake and touch contamination was not reported. Per the nurse, the peritonitis with culture positive for staph epidermidis coagulase neg staph was unrelated to dianeal therapy. A causality statement was not provided for the patient made a mistake/touch contamination.